Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device exhibited noise oversensing. The patient also claimed to hear the patient alert over the weekend. However, review of the carelink transmission showed that no patient alert was triggered. The device is still in use. No patient complications have been reported as a result of this event.